Event description:
It was reported that a zmb00 intraocular lens (iol) was explanted on (B)(6) 2012 due to pt dissatisfaction. The pt was experiencing halos and glare. The lens was explanted without complications or incision enlargement. The lens was replaced with a sensar iol.

Manufacturer narrative:
All pertinent info available to abbott medical optics has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.